Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located storage at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The tech found the brakes were worn. Per the hill-rom svc manual the bed should be subject to an effective maintenance program. An annual svc of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the break and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four vaster rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.